Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, and that filter strut(s) had perforated outside the wall of the inferior vena cava (ivc). In addition, the filter was embedded and was irretrievable. No attempts to retrieve the filter were documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation, retrieval difficulty and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, tilt of the inferior vena cava (ivc) filter, perforation of filter strut(s) outside the wall of the ivc, embedment and device unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Medical history includes deep venous thrombosis (dvt) and anticoagulation. The filter was indicated for prophylaxis prior to extensive thoracic spinal procedure. The filter was deployed just below the renal veins. A completion venacavagram showed a patent inferior vena cava and the filter in good position. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, tilt of the inferior vena cava (ivc) filter, perforation of filter strut(s) outside the wall of the ivc, embedment and device unable to be retrieved. Ten days post implant, an attempted retrieval was done. Multiple attempts were made to snare the hook of the filter, but the hook appeared to be embedded in the left lateral wall of the vena cava and could not be snared. A completion vena cavagram showed the inferior vena cava to be patent without changes from pre procedure findings. The patient tolerated the procedure well and there were no apparent complications. Per the patient profile form (ppf), the patient reports and a CT confirms tilting of the filter, perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc. The patient further reports the device is unable to be retrieved, with an unsuccessful percutaneous removal procedure attempt ten days post filter placement as well as anxiety and stress. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Correction provided for implant date (section d6).

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, tilt of the inferior vena cava (ivc) filter, perforation of filter strut(s) outside the wall of the ivc, embedment and device unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient had a history of deep venous thrombosis (dvt) and was on anticoagulation. The filter was indicated to decrease the preoperative risk of pulmonary embolism as the patient was scheduled for an extensive thoracic spinal procedure. Under fluoroscopic guidance, the filter was deployed just below the renal veins. A completion venacavagram showed a patent inferior vena cava and the filter in good position. The patient tolerated the procedure well. There were no immediate complications. Ten days post implantation, the patient underwent an attempted retrieval of the inferior vena cava filter. Multiple attempts were made to snare the hook of the filter. The hook appeared to be embedded in the left lateral wall of the vena cava thus could not be snared. Further attempts were abandoned. A completion vena cavagram showed the inferior vena cava to be patent without changes from pre procedure findings. The patient tolerated the procedure well and there were no apparent complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten days post implantation. The patient reports tilting of the filter, perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, as it was also reported by a later computed tomography scan (CT) scan performed of the optease ivc filter. The patient further reports the device is unable to be retrieved, with an unsuccessful percutaneous removal procedure attempt ten days post filter placement. These injuries have caused emotional distress, mental anguish, anxiety and stress.